Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed to capture ECG. The philips field service engineer later clarified that the device failed to capture etco2. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device failed to capture ECG. The philips field service engineer later clarified that the device failed to capture etco2. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not in use at the time of the reported issue.